Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that she was going to bolus, but the insulin pump kept scrolling. The customer then removed the battery, resinserted the battery, the buttons stopped working and then she received the button error alarm. The customer's blood glucose was 99 mg/dl. While troubleshooting, the customer explained that, prior to the alarm, she was caught in a rainstorm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No scrolling numbers noted. No moisture damage noted on electronic or motor assembly. No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.